Manufacturer narrative:
G2: citation: authors: aronov m, pokatilov a, luchkin v.. Failure of flow-diverter endothelization visualized with optic coherent tomography technology. World neurosurg 164:150-155 2022. 10.1016/j.wneu.2022.04.131 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Literature was reviewed regarding failure of flow-diverter endothelization visualized with optic coherent tomography technology using a pipeline flex shield. The procedure went uneventfully with appropriate positioning and sizing of the stent. One year later at follow-up, the patient presented with new symptoms due to mass effect in the posterior fossa. Magnetic resonance angiography examination revealed a 3-fold enlargement of the aneurysm. Two years later, follow-up magnetic resonance angiography showed significant decrease of the size of the aneurysm. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider reporting that it was a well known pipeline flex shield device. However, this case report is not a complaint on the device that they have used. The implantation itself went well and uneventful. Later on they have seen a progression of the aneurysm, but it could happen, as the aneurysm was not an easy one - in fact it was large fusiform one of pica origin, and the product does not warrants 100% of efficacy. In fact, here they published novel principle of pipeline endothelization in vivo, which was not used before and has a big potential to improve neurovascular clinical research in general. There was not a complication, but a rare postop disease development.